Event description:
The unicel dxc 600i synchron access clinical system intermittently generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) results for 1 patient sample on (B)(6) 2014. Refer to 2050012-00421 for the event on 8/18/2014. Refer to 2050012-2014-0423 for the event on (B)(6) 2014. Refer to 2050012-2014-00424 for the event on (B)(6) 2014. Results were not reported out of the lab on (B)(6) 2014. Results were reported out of the lab on (B)(6) 2014, but treatment was not affected. Quality control (qc) on the days of the events was within lab-established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched on (B)(4) 2014. On (B)(4) 2014, the customer reported that the parts replaced on (B)(4) 2014 did not resolve the issue. The fse went back onsite on (B)(4) 2014 and cleaned and replaced additional parts. When the customer reported that this did not resolve the issue, the fse went back onsite on (B)(4) 2014 and bleached the ion selective electrode (ise) system, replaced the electrolyte injection cup, ise tubing and the ratio pump. These actions resolved the issue. (B)(6).